Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding erroneously depressed creatinine (cre2, 25170ba) results with below assay range flag obtained on two patient samples on a dimension vista 500 intelligent lab system. Quality control (qc) was acceptable when erroneous results were obtained. Quality control was not acceptable after testing. The instrument was not serviced by a third party. Siemens is evaluating the event.

Event description:
The customer reported that erroneously depressed creatinine (cre2, 25170ba) results obtained on two patient samples on the dimension vista 500 intelligent lab system s/n: (B)(6). The initial results were not reported to the physician(s). The samples were repeated on the original system. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to erroneously depressed creatinine results.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2026-00010 on 23-jan-2026. Corrected information: in the initial report, the serial number of the instrument in b5 section was added inadvertently, and the correct serial number is (B)(6). Additional information (28-jan-2026): siemens reviewed the calibration data and found that the calibration was acceptable before the event. Siemens observed few process errors. The customer moved to fresh flex from same reagent and ran quality control (qc), which was acceptable. Based on available information, the probable cause of the event is inconclusive. The device is performing within specifications. No further evaluation is required.